Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a possible out of range issue on (B)(6) 2015. Patient's mother did not report any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; however, the data log was provided by the patient. It was downloaded and reviewed on (B)(6) 2015. The reported event of possible out of range issues could not be confirmed.